Event description:
Sales consultant left a voice message reporting hardware removal due significant back pain and hardware failure. The revision procedure was on (B)(6) 2013. The original procedure was e10 to s1 fusion performed on an unknown date (B)(6) 2013. The matrix locking caps were losing on multiple levels. It was most notably on l4 and l5 -s1 on the right side and l-5-s1 one on the left side. The screws at l5 were 60x45, s-1 were 60x50 both were matrix screws all of the screws were replaced with larger diameter screws. The rod was bent on both sides, contoured, placed and construct was in lock down. No additional information was provided. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(6) 2013 was the reported implant date and not the event date. The event date should be unknown. The original procedure involved the fusion of t10-s1 instead of e10-s1.